Event description:
It was reported that on (B)(6) 2012, the patient had a 2.5x18 mm xience v stent implanted for treatment of a lesion in the left anterior descending artery. The procedure went well with no complications. On (B)(6) 2012, the patient underwent another procedure to treat lesions in the right coronary artery and circumflex artery. A 2.5x28 mm xience v stent and a 2.75x15 mm xience v stent were placed in the right coronary artery. A 3.5x12 mm xience v stent was placed in the circumflex artery. The procedure went well with no complications. Beginning (B)(6) 2012, the patient began experiencing small itchy welts/rash on her arm that went away after 4 days with use of a cream used to treat the patient's granular annulare problem from diabetes in the past. By mid (B)(6) the rash became more severe and was on her calves and knees. On (B)(6) 2012 the patient presented to the emergency room with shortness of breath and angina. A chest x-ray was performed and no issues were observed with the deployed stents. At this same visit, the patient expressed her concerns regarding the rash she is experiencing. No treatment was performed for the symptoms and the patient was discharged. On (B)(6)2012, the patient visited her internist who provided her with adorex anti-itch cream, which did not ease the symptoms from which she is still suffering. The patient does not have any allergy to metals of any kind to her knowledge. The rash is only on her legs and arms and seems to streak up following the line of her veins. The patient visited her cardiologist due to the itching and rash; however, no treatment was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects angina, dyspnea, and hypersensitivity/allergic reaction are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The three other xience v stents referenced are being filed under separate medwatch MFR numbers.